Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that excessive tensile force had been applied to the suture as it was reported that the assembly was 'pulled back again with more force'. If the user had applied excessive tensile force during tamping, then it is possible for the suture to be broken. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal was used for hemostasis after endovascular thrombectomy (evt) via a femoral approach. The patient was obese, which made puncture difficult, however, hemostasis was attempted with the angio-seal. Although the assembly was difficult to insert, but the assembly was managed to be inserted. Then the device was inserted into the insertion sheath and the device/insertion sheath assembly was withdrawn to achieve hemostasis, however, hemostasis was not achieved. When the assembly was pulled back again with more force, it was felt that the suture had loosened slightly. Hemostasis was attempted by applying tension as it was, however, hemostasis was not achieved. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved with manual compression only. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. No health damage to the patient. The estimated blood loss was less than 250cc. The patient was stable. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3: patient sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d6b: explanted date: device was not explanted the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.